Manufacturer narrative:
Product ID: 3889-28, lot# v718506, implanted: (B)(6) 2011, product type: lead.

Event description:
The healthcare professional (hcp) reported that the patient had more symptoms like frequency since (B)(6) 2016, and the impedances were out of range. It was indicated that 0-1, 0-2, and 0-3 combinations were showing greater than 4,000 ohms. It was mentioned that the patient had a uterus procedure on (B)(6) 2016 that was unrelated to the device. It was noted that the hcp was going to try and reprogram the patient. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v718506, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the implantable neurostimulator (ins) no longer had power. The ins and lead were both replaced to resolve the patient's increase in symptoms and out of range impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.